Event description:
Boston scientific received information that this recently implanted right atrial (ra) lead exhibited atrial and ventricular markers on top of one another. Approximately twenty minutes post-operation, the ra lead dislodged into the right ventricle (rv). The patient's physician planned to perform an invasive revision procedure and revise the lead. No adverse patient effects were reported with this clinical observation. All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation, in summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.